Manufacturer narrative:
Additional information: patient ID, age and gender provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that two gain calibrations were performed to resolve the issue. Representative trained site on proper gain calibration procedure. It was reported that a detector panel was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, a circular artifact was observed in the center of the 2d and 3d images. It was reported that fluoro/gain calibration were performed two days prior. Site proceeded with case. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.